Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that she alleged issue first occurred on the day before (time not provided). She also mentioned that she felt jittery after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was tested on an unknown device, but did not provide the result. At the time of troubleshooting, it was verified that this was not a new product. It was also discovered that the patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the patient claimed that she experienced a symptom suggestive of hypoglycemia after the reported issue began. She did not receive any medical attention. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.